Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and that insulin was leaking at the infusion set quick release. The customer did not mention any symptoms of their blood glucose levels. The customer treated with manual injections. The customer did not provide their blood glucose level at the time of the call. The customer reported that they had noticed they were running high about ten days prior and discovered that insulin was not entering their body. Upon inspection they discovered insulin was leaking from the quick release, even though the connection was site. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.